Manufacturer narrative:
.

Event description:
The customer reported that the heartstart mrx was unable to deliver a shock during use. It was reported that the patient passed away. The users do not believe that this had an impact on the patient outcome, because they were able to switch to a different philips monitor that was on scene with a different crew.